Event description:
It was reported that prior to starting a da vinci si surgical procedure, during set up, it was noted that the tips of the small clip applier instrument were bent, the instrument was not used in case. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument was found with one grip tip bent and the other grip was broken at distal clevis at grip base. The grip tip was bent at approximately a 123° angle from midpoint. The other grip tip was missing a 0.1460 piece off the grip base. No other damage found on the distal clevis or the cables. Engineering concluded that damage was likely due to mishandling. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.